Event description:
Per the clinic, the patient experienced an infection (specific date not reported) and subsequently, underwent an abutment removal on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to remove the abutment.